Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during drain. The hp stated he disconnected to use the restroom. The hp stated when he reconnected, the hc alarmed. The hp stated he was in a drain, but not sure which one. The technical service representative (tsr) explained proper disconnect procedures per the user manual and advised to start over using new supplies or continue with manual exchanges. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).